Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
Siemens healthineers was notified that a serious injury occurred while using the somatom go.top. On (B)(6) 2025, the nail phalanx of the 4th finger of the 85-years-old patient´s left hand was detached. We are unaware of any impact to the state of health of the patient involved. Siemens healthineers has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause could not be determined. The tabletop gap-dimensions were checked by a siemens service engineer and were all within specification. No other information about the circumstances of the event have been received and the customer refuses to provide more information due to data privacy. A safety assessment has been performed, and no general product problem could be identified. As our system works as specified and no further information about any error was given, no further measures are deemed necessary.